Event description:
An employee had been wearing the gloves for approx ten minutes when she suddenly developed hives on her arms, neck and face. She also experienced shortness of breath and severe abdominal pain. She was taken to the emergency room and treated with IV benadryl and solu=medrol. The symptoms subsided and she was released with a medrol dosepak. The rptr learned on interview after the incident that the employee had a seven-year history of problemswhile wearing gloves. The employee told the rptr that when she experienced problems she would change brands and has even worn cotton liners. Her original job at the hosp required her to wear gloves a great deal of time. The employee has a different position now and only has to wear gloves occasionally. The employee told the rptr that she had been wearing a certain brand of gloves for a year without any problems; on the day she had the reaction the hosp was out of the brand she normally worr.